Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the new three-way keys with luer lock connections do not stay in place, no matter how much you turn the screw that connects to the abocath. According to the customer, the rotating luer lock does not fit with the female luer connector on the catheter during use.